Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast reconstruction surgery with mentor smooth round moderate plus profile 750cc saline breast implants which the left side deflated after implantation.patient reported that due to premature failure of the implant, and the fact that she had to go through another invasive surgery for removal, she suffered additional pain and suffering. As a result she underwent removal on (B)(6) 2018. This report is for the right side.